Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had experienced some of the modulation symptoms where the program shifted and was causing pulses. The patient clarified this as the uncomfortable stimulation sensation that he was experiencing. To keep it from doing that he had to decrease the stimulation level way below the therapeutic level and experienced some pain. The patient stated that he did not know what setting they had him on. The patient further stated that he ¿evidently had bi-position something to put the leads or something closer to where he was getting it.¿ this was clarified that he meant impulses felt closer to the skin surface instead of the muscle. The patient had to lower/decrease settings from 1.05 volts to 0.7 volts and was having increased pain in his back and he has tried all three groups that he has. The patient started experiencing the uncomfortable stimulation under the skin instead of the muscles and the increased pain on (B)(6) 2016. Additional information received from the patient on (B)(6) 2016 reported that the circumstance that led to the pulses, discomfort, the stimulation felt near the skin and the pain was possible exposure to an electromagnetic field (radio transmitter or similar field). With the help of a manufacturer representative, the patient cycled the device on and off an d reset the amplitude and reoriented to resolve the pulses, discomfort, stimulation felt near the skin, and the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.